Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the pump was implanted in 2023. The date (B)(6) 2023 is considered an approximate date of pump implant (specific year known only). The pump could not be emptied or refilled. It was further reported that an alarm regarding motor stop occurred, and the patient did not have magnetic resonance imaging performed. The date of event was unknown. Factors that may have led or contributed to the event were not yet known. No patient sign/symptom was reported. The pump was explanted. It was unknown if the issue was resolved as of (B)(6) 2026. The pump is to be returned to the manufacturer. The patient's medical history, gender, and age at the time of the event was unknown or would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was clarified that the pump had never been implanted. The issue regarding an inability to empty or refill the pump occurred on the date of intended implant but they had used a different pump instead. The cause of the inability to empty or refill the pump was unknown, but they believed something in the membrane was not working properly as when they tried to empty the pump only air came out. Regarding the cause of the motor stall, not applicable was indicated. The issue was resolved as they used a different pump. The healthcare provider was in possession of the pump which was to be returned to the manufacturer.

Manufacturer narrative:
B1 update: regarding additional information received, this field was changed from adverse event and product problem to now product problem only. B2 update: the previous indication of intervention required is no longer appliable as additional information clarified the pump had never been implanted. H6 update: the previously applied codes f12, and f1903 are no longer appliable regarding additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H1 correction: the previously submitted report did indicate an update to malfunction regarding type of reportable event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.